Manufacturer narrative:
Broken timing link caused head left siderail not latching at upright position.

Event description:
It was reported by service report that the head left timing link snapped in half, and the siderail could not lock in the upright position. No pt involvement or adverse consequences were reported.